Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that after injecting a patient with 1 vial of juvéderm® vollure¿ xc in the lips/nasolabial folds the patient seems to be having an allergic reaction. This occurred after the patient got (non-device related) sick during the end of last year. The patient developed swelling and hardness at the site of injections. On a follow-up visit the hcp injected the patient with a small amount of hyaluronidase. On a 2nd fup the hcp was going to inject more hyaluronidase but discovered that the patient was allergic to bees. The hcp advised the patient to use warm compresses. The areas are still very tender and hard. The healthcare professional reported additional information. The patient was injected with 0.8ml of juvéderm® vollure¿ xc in the nlf and the corner of their mouth about 5 months ago. The patient also had a previous injection of juvéderm® volbella¿ xc in their lips. Around 3 months ago the patient developed (non-device related) a flu or cold and began experiencing swelling and firmness in the treated area. They returned 3 weeks ago, and the hcp tried to inject hylanex. After the follow-up a week later, the area remained very firm. The hcp wanted to administer more hylanex but the patient disclosed that they had a bee allergy, so the hcp did not proceed with more hylanex. The area continues to be swollen, bruised, hard and red. The patient has had filler injections in the past. The filler was not injected into their lips at that visit but their lips were also hard which was due to previous juvéderm® volbella¿ xc injection.